Manufacturer narrative:
Immucor technical support assessed the testing events on the testing instrument using a remote electronic connection method on (B)(6) 2016. The immucor laboratory tested returned product and returned blood sample on 16may2016 and 02jun2016. The immucor laboratory was able to duplicate the customer's findings.

Event description:
On (B)(6) 2016, a customer reported an unexpected positive result when using anti-d (monoclonal blend) series 4 on a galileo instrument.